Manufacturer narrative:
It was reported that on (B)(6) 2011 patient underwent cystoscopy mesh sling repair, cystourethroscopy, excision vaginal mesh, mid-urethral sling placement, excision of mid urethral sling, ureterolysis, anterior and posterior repair, extraperitoneal vaginal vault suspension, repair rectocele- rectocele repair, uplift suspension- uterine vaginal vault suspension/extraperitoneal.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal itching, urinary retention, urinary frequency, urgency and dyspareunia.